Manufacturer narrative:
Review of complaint activity associated with reagent lot 54565uq02 did not identify an increase in complaint activity. However, an increase in complaint activity was identified associated with calibrator lot 52584fd01, which was in use at the customer site. Trending reports associated with the architect total bilirubin reagent and calibrator did not identify any trends. Return testing was not completed as returns were not available. Due to the increase in complaint activity the calibrator lot was further evaluated across two alternate reagent lots. All results were within the expected ranges indicating acceptable product performance. Manufacturing documentation was reviewed and did not identify any issues associated with the issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total bilirubin assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer obtained falsely depressed architect total bilirubin results. The customer uses an adult normal range of 0.2 to 1.2 mg/dl. Sample ID (B)(6) for a (B)(6) year old female: (B)(6) 2020 1.12 mg/dl; patient's previous result (B)(6) 2018 1.50 mg/dl. No impact to patient managmement was reported.